Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon came off the catheter and became stuck in the sheath. The detached balloon was able to be taken out without problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the balloon detached 5mm distal of proximal balloon bond. The balloon bond was intact. This type of damage is consistent with excessive force being applied to the delivery system during device use. The introducer sheath was not returned. The shaft was kinked 15mm distal from the base of the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced to dilate the lesion. However, during the procedure, the balloon came off the catheter and became stuck in the sheath. The detached balloon was able to be taken out without problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.